Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the power was turned off after start-up due to faulty printed circuit (g1) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor self-reboots and displays no image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the power turns off during use. Furthermore, the following additional issues were identified during inspection: the screen frame is cracked, and the power switch bracket is rattling, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.